Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat 74-year-old female patient, she reported feeling shocks from the device. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat 74-year-old female patient, the device's pacer output was inappropriate. Complainant indicated that the clinician obtained another device to continue treating the patient.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code) updated. The device was not returned to zoll medical corporation for evaluation; however, the clinical log was provided for review. Review of the clinical log showed a passing short test at 07:13:04, followed by entry into pacer mode with pads shorted and a pacer snapshot saved at 07:13:34. Pacing spikes were present, and patient impedance recorded regular intervals consistent with chest contractions, continuing for over two hours. During follow-up testing with the customer on the phone, the device entered pacer mode only when activated by the operator, with no evidence it entered pacer mode spontaneously. No device malfunction was identified. It appears the device was inadvertently put into pace mode. No trend is associated with reports of this type.